Event description:
It was reported that the device detected an episode of ventricular tachycardia, due to t wave oversensing, and an inappropriate atp was delivered. The pt also had many slow vts, correctly detected and treated. After the implant, lowering in r wave amplitude and rise of pacing threshold were reported. This issue was resolved by reprogramming the device. It is noted that the pt's condition is good following the event.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance for the product and this report only represents an enhancement to the reporting criteria going forward.